Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a visipro stent to treat a plaque non calcified, non tortuous, 70% stenotic lesion in the proximal renal artery. The lesion was not pre-dilated. There was no damage noted to the packaging and no issues noted when removing the device from the tray. The device was prepped without issue. No embolic protection was used. The device did not pass through a previously deployed stent no resistance was encountered nor was excessive force applied during delivery of the device to the lesion. The thumbscrew was checked for securement prior to the procedure. The lock-pin was removed and there was no damage to the deployment mechanism or the device handle prior to issues that occurred. It was reported that the stent would not fully open and dislodged from the balloon. The physician used a snare to retrieve the stent and removed the delivery system. There was no patient injury reported.

Manufacturer narrative:
Additional information the physician post dilated the lesion and completed the procedure, no further treatment was given. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: the customer provided a photo of the visi-pro placed inside a clear pouch with the stent detached from the balloon assembly. The stent did not show the struts expanded indicating a deployment. The stent was bend in the medial section and one stent showed the struts flared outward and bent erratically. Product analysis: the visi-pro was removed from the packaging and inspected. It was observed the stent was detached from the deployment system. The deployment system showed no damages; however, was in a post-inflated state. The returned stent was approximately 2.7cm long. The stent was not expanded. One end of the stent showed no damages. The medial section of the stent showed bending. The other end of the stent showed the struts bent/expanded erratically. No fracture to the stent struts were observed. If information is provided in the future, a supplemental report will be issued.